Event description:
A purchasing clerk reports an intraocular lens (iol) was removed due to a vitrectomy. Add'l info, including pt status, has been requested.

Manufacturer narrative:
The product was returned for analysis. One haptic was bent-distal area. The optic was torn/split/cracked into two pieces (possibly cut) and the optic had add'l small cracked areas. While we are unable to determine to origin of the damage, our observation reasonably suggests that it is not mfg related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot. Add'l info was requested 2/4/2008 and 2/22/2008 by mail, fax and phone. A completed questionnaire has not been received. This report was mailed to FDA on: 2/29/2008.